Event description:
Surgeon from union hosp reported to stryker rep that while inserting the gamma 3 nail, the target arm/jig from the kit room set allegedly broke. Surgeon reported that there was bone cement in the pt from a previous surgery. Surgeon reported that he was rotating the nail by pressing down on the target arm/jig when the alleged issue arose. Pt involvement was reported, but no adverse consequences. The surgeon completed the surgery "free hand."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.